Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07/25/2023. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An engineer evaluation was conducted on 08/25/2023. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020) and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position to perform a pre-cautery test. Next, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. Additionally, the hemopro power supply did not beep during the pre-cautery test which indicates that electrical current was not flowing through the complaint device. Which is also not normal. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of electrical energy not being delivered to the heating element in the jaws of the complaint device. There was no contamination observed on the inside surface of the handle half and on the outside surface of the switch. The electrical continuity of the device's switch (part #rm7001322) was tested between the switch's common and normally open terminals using a multimeter (calibration ID# 14054). The electrical continuity test was performed with the switch lever depressed to the operating position. When the switch lever was depressed to the operating position, the normal clicking sound was heard when the switch's internal contacts close together. However, there was no electrical continuity between the switch's common and normally open terminals. This is not normal and indicates an internal problem with the switch. With the switch remaining connected to the multimeter and in the electrical continuity test mode, the switch's electrical continuity was restored after the lever was depressed multiple times. This shows that the internal problem with the switch component is intermittent. Next, the cover on the switch was removed to find what was causing the switch to function intermittently. The inside of the switch was visually inspected under magnification. There was no contamination observed inside the switch that would have potentially cause the switch to function intermittently. The switch contacts were visually examined under magnification. There was no apparent contamination observed on the surface of the switch contacts and they had the normal appearance after being used. See attached engineer evaluation. Based on the returned condition of the device as well as the investigation results and the engineer evaluation, the reported failure "failure to cut" was confirmed. The lot # 3000291008 history record review was completed. There were ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported failure f the vessel sealing cautery of the vasoviev hemopro 2 endoscopic saphenous removal catheter during an endoscopic vein harvesting procedure. The jaws were closed during the insertion. No resistance noted. The power supply was set at 3.5. Although the whole system was changed, the device did not work. Completed with new device. No delays to the procedure. No harm to the patient.